Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the g7 sensor was warming up and the user was using back-up therapy without basal insulin, then resumed ilet with the sensor connected and observed a glucose of 270 mg/dl; the highest reported glucose during the event was 300 mg/dl with levels above range for approximately 24 hours, and troubleshooting and education on viewing algorithm dosing steps were completed. Symptoms included headache. Outcomes included no professional medical intervention, no assistance administering back-up therapy, and no ketone testing. Investigation included user coaching on device operation and algorithm display. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.